Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0pmy2, implanted: (B)(6) 2014, product type: lead; product ID 3889-28, lot# va0pmy2, implanted: (B)(6) 2014, product type: lead; product ID neu_ptm_prog, serial# unknown, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect. The patient received implant as she had retention and she still wasn't emptying at night since implant. She did have a successful trial, 50% improvement. She had been steadily increasing the setting, said that she was at 1.3 and she had gradually increased to 1.9 volts. She reports an overstimulation sensation. Since she increased it does hurt. The patient was trying to get to 2 as that was the setting she used during the trial. She reports stimulation in the wrong location. Since implant the patient reports feels stimulation in her feet. A couple of days ago the patient believes she was starting to get an infection (kidney) so she started to use catheter all of the time. She can feel the change in her kidney when she was starting to get a bladder infection. Initially her hcp (healthcare provider) instructed her to still use the catheter in the morning and then at night right before bed to make sure she was emptying. She had not had her post-surgical follow up appointment. Patient lacked basic understanding of the therapy. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.